Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device after a trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode / implant and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report.this is a final report.

Event description:
The user no longer had any hearing sensation with the device after a trauma in (B)(6) 2018. The user has been re-implanted. According to the device explantation form the device was already found dislocated at explantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. As per additional information received, the device was explanted however it has not been received for investigation yet.

Event description:
The user no longer has any hearing sensation with the device after a trauma in (B)(6) 2018. The user has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no more hearing sensation with the device after a trauma. Re-implantation is considered but no date has been scheduled yet.